Manufacturer narrative:
The needle was returned for investigation. Manufacturing records were reviewed and no anomalies were noted. Based on the investigation test results, the customer complaint was verified. The investigation testing results showed insufficient vacuum insulation of the sleeve. No relation was found between needle assembly processes and the vacuum loss phenomena. The root cause of the vacuum sleeve failure was unable to be determined. Vacuum sleeve failure is a known potential malfunction with some cryoablation needles. The risk to the patient is the potential for a skin burn due to frost on the needle shaft. Galil medical's labeling includes precautions instructing users to protect the skin with warm saline, when appropriate. The case was completed with no patient injury.

Event description:
Three iceforce needles were tested prior to the procedure with no issues reported. During the last freeze of the procedure, one of the needles presented frost on the shaft; saline and gauze were applied to the patient's skin to prevent frost bite. The case completed as expected with no injury to the patient. Needle will be returned to galil for investigation.

Event description:
Three iceforce needles were tested prior to the procedure with no issues reported. During the last freeze of the procedure, one of the needles presented frost on the shaft; saline and gauze were applied to the patient's skin to prevent frost bite. The case completed as expected with no injury to the patient. Needle will be returned to galil for investigation.